Event description:
A report was received regarding explantation of a tibial nail and three screws due to non-union. The patient was implanted with a tibial nail on (B)(6) 2008 for treatment of a tibial fracture. Surgeon removed the tibial nail and three screws on (B)(6) 2012 due to non union of the tibial fracture. The surgeon replaced the nail with another manufacturer's product. Reportedly, the explanted device was discarded. This is report #3 of 4 for the same event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.

Manufacturer narrative:
(B)(4): placeholder.